Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 210118. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a red particle could be seen within the medication vial; however, neither a picture of the affected needle nor the physical sample was provided for additional analysis. Taking into account the preventive measures for the cannula manufacturing process, it is unlikely that the coring was a result of a poor or insufficient de-burring of the cannula. As part of the fraga cannula inspection process, visual examination is performed for cannula point conditions, flashes, cleanliness, clogged and crashed cannula, in addition to measurements and penetration tests. The stopper and the technique used to penetrate the vial may have also played a role in this incident. The needle should penetrate the vial stopper at a 90º angle to avoid the risk of coring. At this time, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that needle 16ga 1-1/2in had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: customer is experiencing a critical flaw in the extension needles. When puncturing rubber caps (drugs) rubber can be pulled up into the syringe with them. This has been reported twice now. This is about a thicker extension needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 16ga 1-1/2in had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: customer is experiencing a critical flaw in the extension needles. When puncturing rubber caps (drugs) rubber can be pulled up into the syringe with them. This has been reported twice now. This is about a thicker extension needle.